Event description:
A home patient contacted baxter's technical service center regarding a system eror 2240 message that appeared on the display of the home patient's homechoice machine during drain 2/6 of his automated peritoneal dialysis therapy. Reportedly, the home patient disconnected during a dwell cycle. But did not press stop. The home patient returned to the homechoice machine while it was alarming as it had advanced to the drain cycle. The home patient then connected to the machine. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient.

Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient in addition to referring them to the patient at home guide.